Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead dislodged and was repositioned. Subsequently high impedance was noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.